Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported incomplete coaptation (intraprocedure) associated with the slda was due to subsequent clip positioning interacting with the first clip in conjunction with challenging patient anatomy severe mitral annulus calcification and a thin posterior leaflet). The reported device damaged by another device (dislodged) appears to be due to procedural circumstances (subvalvular positioning technique). The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The additional mitraclip nt device referenced in b5 is/are filed under separate medwatch report number.

Event description:
This is filed to report single leaflet device attachment and device damaged by another device. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with grade 4, severe mitral annulus calcification, and thin posterior leaflet. An ntw clip was inserted and placed deployed on the mitral valve. To further reduce mr, an nt clip was inserted and advanced into the left ventricle (lv). However, while in the lv, the clip because entangled with the implanted clip. The clips were removed from each other, both the implanted clip had detached from the posterior mitral leaflet and remained attached to the anterior mitral leaflet (single leaflet device attachment/slda). The nt clip was then repositioned to stabilize the slda, reducing mr to a grade of 1-2. There was no clinically significant delay in the procedure. No additional information was provided.